Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time. The file was documented with a lot #, but not reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was returned for eval. The proximal segment of the balloon was detached from the catheter and was not returned for eval. The catheter was examined. The polyamide was exposed outside of the balloon. Approx 3.9 cm of the proximal end of the balloon remained on the catheter. A circumferential rupture was observed 3.9 cm from the glue joint no functional testing could be performed due to the condition in which the sample was returned. Based on the sample condition, the investigation is confirmed for the balloon detachment and a complete circumferential rupture. It is likely that the balloon rupture contributed to the balloon detachment the definitive root cause for the balloon rupture could not be determined based upon the available info. It is unk if pt and/ or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon circumferentially ruptured and detached. The pt was transferred to another facility to successfully retrieve the detached balloon. Current pt status is unk at time of report.